Manufacturer narrative:
(B)(4).

Event description:
It was reported a slow ventricular tachycardia episode was not treated with therapy due to the rhythm incorrectly diagnosed as bigeminy. The patient reported having symptoms of presyncope. A programming change was made. No further information is available.